Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: indicating an approximate 3mm that broke off. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. The lot number is at9102 with expiry date 2027-11 was there any additional tissue damage as a result of searching for the needle piece? Surgeon rinsed and suctioned the area meticulously but no additional tissue damage or bleeding was reported by the surgeon. Was additional dissection required in other organs/tissues other than the target tissue? No additional dissection was done into any other organs/tissue were there any patient consequences? None reported. The 3mm needle piece could not be located, and the x-rays showed no metal, so it is probable that the needle piece was suctioned into the medical waste container without having been seen. There might be a small chance that the needle piece could have migrated but then the x-rays should have picked it up this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a fess (functional endoscopic sinus surgery on (B)(6) 2023 and suture was used. When the suture straight needle broke. A section of about 3mm broke off. The surgeon pulled gently on the strand to get the needle part out that was still attached to the needle, but then the stand broke at the swage of the needle. This left the bigger part of the needle and the 3mm part that broke off, in the cavity. The smaller part could not be found. The bigger part of the needle was taken out successfully and has been given to the rep to send for analysis as part of the product complaint. However, the smaller fragment, approximately 3mm part of the broken needle, could not be located. The strand was disposed of and was not submitted for analysis. The surgeon rinsed and suctioned the area in an effort to get the 3mm needle fragment out, but it being so small, could not be seen. The patent was sent for x-rays and no metal fragments showed on the x-rays, indicating it might have been rinsed and suctioned out successfully. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/26/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product received was identified as product code w9909. Visual inspection and metallurgical were performed on the returned product. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be surgical instrument. A scanning electron microscope was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any additional tissue damage as a result of searching for the needle piece? Surgeon rinsed and suctioned the area meticulously but no additional tissue damage or bleeding was reported by the surgeon. Was additional dissection required in other organs/tissues other than the target tissue? No additional dissection was done into any other organs/tissue. Were there any patient consequences? None reported. The 3mm needle piece could not be located, and the x-rays showed no metal, so it is probable that the needle piece was suctioned into the medical waste container without having been seen. There might be a small chance that the needle piece could have migrated but then the x-rays should have picked it up. The lot number is at9102 with expiry date 2027-11.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/19/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it received one needle piece that pertains to the product w9909. In order to evaluate the condition of the returned sample, the suture was not returned for evaluation to determine the assignable cause. The needle of (B)(6). Was examined, and marks and broken was noted. The other section of the needle was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.